Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found,

Manufacturer narrative:
Follow-up conducted revealed that the new system was checked and all the parameters were correct until a few days later when the patient experienced low heart rates again. Capture management features were set to monitor and test thresholds multiple times a day. The device will be checked in a few months. It was also reported that the right ventricular lead had low sense amplitudes and was pacing irregular. The ventricular thresholds varied from 0.75 to 2 volts. Reprogramed the minimum ventricular output of 3 volts @ 0.4 milliseconds and the patient is ¿ok¿. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient presented to the emergency department due to a low heart rate of 30 bpm. There were no spikes shown on the electrocardiogram nor after the physician placed the magnet over the device. There was suspicion of early battery depletion. The patient was put on a temporary pacemaker until the replacement procedure could take place. The device was then explanted and returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.